Event description:
During c-section, spinal needle broke in patient's back. Needle had to be surgically removed from the patient.

Manufacturer narrative:
No sample returned for evaluation. No lot number or catalog item mentioned. Repeated calls to the customers were not returned. Messages were left to have them contact bd. No responses were received. The sample would normally be sent to our microscopy lab for sem analysis to determine the cause of the breakage. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraighten. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break.